Event description:
A malfunction was reported on the pump, specifically related to a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Customer support provided assistance by giving pump reset information and helped the caller reset the pump, after which the issue did not recur. Customer was advised to continue using the pump and to report back if the malfunction recurred.